Event description:
It was reported that a spectrum pump had an audible tones and alarms was not sounding during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'audible tones and alarms was not sounding' was confirmed during evaluation as an intermittent audible tones and alarms not sounding. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.